Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 292 mg/dl. Customer went to the emergency room (ER). Manual insulin injections were administered and blood work was performed. After 5 hours, customer left the ER and bg was 211 mg/dl. Customer alleged there was an issue with the pump. Pump system check was performed and pump was found to be functioning properly. Customer and healthcare provider maintained pump was the cause of elevated bg. Customer reverted to using manual injections for insulin therapy.